Event description:
The complainant has reported that a female patient (age unk) underwent a re-banding procedure for the treatment of esophageal varices (sub grade 3-4) using a speedband multiple band ligator device. It was reported that the physician was unable to maintain ligation of varices, which were comprised of scar tissue from previous banding, because he was unable to obtain sufficient suction of the varices into the ligator head (i.e. "Red out" could not be achieved). Following deployment, the bands fell off the target tissue. The physician removed the ligator system and attempted to use another speedband device without success due to the same issue. The physician removed the second ligator system and successfully completed the procedure using sclerotherapy. There were no reported patient complications as a result of these events.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.